Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed no capture and was dislodged. The rv lead was repositioned and remains in use. Patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.